Manufacturer narrative:
D10: 300-01-11 - eq, huml stem prim press fit 11mm: (B)(6). 320-01-42 - eq reverse 42mm glenosphere: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-10-10 - eq rev tray adapter plate tray +10: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left rtsa, underwent a revision procedure. The patient had multiple dislocations. They were revised to a constrained liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return as it was discarded. No device images were provided. No further information.